Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum to bridge a duodenal stenosis during a gastral endosonography procedure performed on (B)(6) 2022. During the procedure, the axios stent was fully deployed in an incorrect location. The axios stent was removed using a foreign body grasping forceps. The puncture site was left open and was closed the next day during a gastroscopy procedure. On (B)(6) 2022, another procedure was performed and an axios stent was successfully implanted. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well. Note: it was reported that the axios stent was intended to be placed to treat a duodenal stenosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat a stenosis.

Manufacturer narrative:
(B)(4). The complainant indicated that the axios device was contaminated and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.